Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device, balloon catheter 2af284 with lot number 30284-16, and data files were returned and analyzed. Data file analysis shows system notice 50002, the system detected an electrical component failure, on the date of the event. Visual inspection of the device showed the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for fourteen injections. The catheter failed the performance test due to 12211 system notice, the system did not recognize the catheter. Dissection and electrical continuity showed the thermocouple wire was broken under the strain relief in the handle at the soldering point. In conclusion, the reported issue has been confirmed through testing. The device failed the inspection due to a broken thermocouple wire in the handle. (B)(4).

Event description:
It was reported that during a cryoablation procedure, the system indicated a notice stating the balloon catheter was not detectable. The electrical umbilical box was replaced without resolve. The balloon catheter was then replaced to complete the case with cryo. The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.